Event description:
A possible catheter obstruction was reported. Patient experienced increase in pain; severity was noted as mild. During a catheter access port (cap) contrast study done on (B)(6) 2012 no leak was seen, but healthcare provider (hcp) was unable to aspirate. The catheter was noted to have been replaced. Drugs delivered were fentanyl, bupivacaine.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted:unk; pouch model: 8590-1, lot# j12293r, implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported the device event was catheter obstruction and the catheter was replaced on (B)(6) 2012. The patient outcome was noted as resolved without sequelae (B)(6) 2012.